Manufacturer narrative:
UDI and manufacturing date are not available for this system at time of filing. The visualase catheter was returned to the manufacturer. A visual examination found that the component was burned and broken at the connection area.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation (neuro) procedure. The issue occurred intraoperatively and the delayed the surgery by less than one hour. It was reported that a small fire occurred where the fiber connects into the laser box, causing the fiber to melt. The system was shut down and it went out. The surgery was continued with another laser fiber and there was no impact to patient outcome.

Manufacturer narrative:
Additional information: attached with this submission is a copy of the response letter sent to the FDA on 04-oct-2018 with regards to a FDA request for additional information that provides additional information and findings related to this MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that there were no damages to the fiber and the fiber did not move when the reported issue occurred. Medtronic received information that the issue occurred during a test ablation where it was powered on for 49 seconds at 30% of 15 watts. It was noted that the relief boot was not pulled back.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The hardware investigation of the catheter found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.